Event description:
A non healthcare professional reported a patient with difficulty in performing cuts during keratoplasty procedure. Flap cuts for lasik procedure are fine. Surgeon stated donor cut was difficult and did not penetrate had to manually cut. Unsure of patient outcome with donor tissue. Patient still in post operative period of transplant with sutures in cornea and healing endothelium as expected and impact was unknown. Surgery was to rehabilitate visual symptoms via corneal transplant. Visual symptoms included blurry vision and rigid glass permeable contact lenses wear intolerability.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, fse (field service engineer) checked device, replaced the coolant and ups batteries and concluded system is operating within specification. Fse (field service engineer)also verified the cut depth was in specifications prior to making any changes during the pm (preventive maintenance). System meets specifications as per sir (service installation record). Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows five successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was restarted and finished without any problems. No relevant deviation between planed and performed energy is detectable for the reported treatment. No technical root cause could be identified. The root cause cannot be identified conclusively. With current information, no product malfunction can be associated with the reported event. The manufacturer internal reference number is: (B)(4).